Event description:
It was reported noise signals were recorded during follow up. Upon reviewing the submitted electrograms, no noise episodes were recorded. Only a non-sustained ventricular tachycardia episode was recorded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.